Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by a loose tubing connection on the exhalation flow pressure transducer located inside the unit. The carefusion field service representative cut back tubing for a tighter fit, calibrated the exhalation flow pressure transducer and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion, the device was released back to the user facility ready to be placed back into service.

Event description:
The customer reported that while on a patient, the unit had low volumes on the monitor. No harm to the patient. The vent was pulled and a different vent was used.